Event description:
New information notes that the programming changes were made on the device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the right ventricle lead exhibited high capture thresholds, low pacing impedance, and suspected lead dislodgement. Infection on the implant site was noted. No intervention was performed. Patient was stable.